Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that one syringe of juvéderm® ultra plus xc had "needles coming apart from the syringe." Patient contact was made, but no injury was reported. The packaged needle was used for the injection.